Event description:
Pt stated that when contact lens was removed from left eye, the eye was so dry that "cornea was stuck to the lens." Pt presented to dr the following morning with complaint of foreign body sensation and severe pain in left eye. Dr reported "peripheral corneal opacities inside the central area of the cornea" and "persistent epithelial defect?". Pt sleeps in contact lenses and ulcer was right on scar line for radial keratotomy." "Advised pt no more extended wear with contact lenses daily wear only." The pt was treated with vigamox and tobradex drops.